Manufacturer narrative:
This report is submitted on february 16, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2017, resulting in fixture loss. The patient was re-implanted with a new device during the same surgery.